Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors had a broken cable. The procedure was completing as planned with no reported injury.